Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28jul2020.

Event description:
It was reported there was an intermittent alarm. There was no patient involvement.

Manufacturer narrative:
G4: 08oct2020. B4: 09oct2020. The engineer has contacted the hospital and learned that the equipment has an occasional alarm, and now the machine has returned to normal use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.